Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the original sentence of: the mitral valve leaflets do not appear thickened" has been changed to "the mitral valve leaflets are sclerotic with out evidence of stenosis." In this issue, the original sentence intent is merely to indicate the absence of thickening of the mv leaflets. The changed sentence; however, has different clinical meaning, describing the presence sclerosis no stenosis. This has the potential to result in the overestimation of disease depending on the associated report content and is not what the original reading physician intended. Potential impact: if the change was made after reports had been generated with the original sentence selected, those reports prior to the change could display incorrect clinical data if viewed in rm or if used as a template for a repeat study on that patient. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. The medical record number/s (mrn) and study dates for this report are: (B)(6) 2010.

Event description:
Agfa submitted MDR report #1225058-2010-00001 to the FDA on june 7, 2010, for a site in the us. A 14th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this occurrence are 773 different study dates in which an individual MDR report wil be submitted for each associated study date and medical record number/s (mrn) identified.